Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, the automated impella controller (aic) was showing dashes instead of numbers for aorta and left ventricle placement signal. All other functions of the device seemed to be normal. The 'placement signal not reliable' alarm was muted by the team. There was no patient harm. The patient survived explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Based on the signatures noted in data logs, the cause of the placement signal issue was most likely a result of sensor wear.